Manufacturer narrative:
The reported problem with the loose/wobbly ventilator user interface holder has not been confirmed. The ventilator belongs to a local renting company (uhs). No parts have been replaced and no service has been requested. (B)(6) representatives have been informed that it is recommended to replace the user interface holder on the ventilator. Since no parts have been replaced, and no pictures were received, the reported problem cannot be confirmed and the root cause for the problem cannot be determined. The loose panel holder (user interface holder) implies that the panel unit has been exposed to a mechanical force that's above the designed specification. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration 6ms, and total number of 1000 impacts. It¿s unknown to us under which conditions the reported user interface holder broke.

Event description:
(B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the device had a wobbly user interface, that may come loose. There was no patient involvement. (B)(4).